Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 2 oct 2024 as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur device evaluation: 1 x zss-10-1-rb of lot number c2125713 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution, all zss-10-1-rb devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zss-10-1-rb device of lot number c2125713 did not reveal any discrepancies that could have contributed to this complaint issue. Visual inspections of product and packaging, the following steps are outlined: at packaging an initial 100% visual inspection of any individual component or combination of components (e.g., product, pouch, tray, label, IFU, instruction leaflet, implant card, etc.) Should be completed prior to commencing the relevant packaging instruction complete a 100% visual inspection of the packaged unit (tyvek pouched) complete a 100% visual inspection of the individual foil pouches prior to commencing the relevant packaging instruction. The pouch and all seals should be inspected. Visually confirm that no seals on the foil pouch are compromised. Complete a 100% visual inspection of the packaged unit (foil pouched) visually inspect the seals for signs that the tyvek pouch is caught in the foil pouch seal (tyvek pouch protruding above foil seal, creases in the foil seal, thicker seal). Historical data review: a review of the manufacturing records for the zss-10-1-rb device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2125713. Instructions for use and/label review: the notes section of the instructions for use (ifu0100), which accompanies this device instructs the user to inspect the device prior to use :"if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the device becoming damaged during transport or storage leading to the stent damage, as reported "the stent was "squashed". The package in itself was not damaged". Multiple inspections are in place for the device during the manufacturing, quality control and packaging process therefore it is highly unlikely this occurred prior to leaving cirl. It may be noted that this observation was found prior to any patient contact and never reached the point of use. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent was "squashed". The package in itself was not damaged confirmed quantity of 1 device, confirmed unused. According to the initial report, no patient contact. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device becoming damaged during transport or storage leading to the stent damage, as reported "the stent was "squashed". The package in itself was not damaged". The complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 2 oct 2024 as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was "squashed". The package in itself was not damaged.